Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device dislocation ("migration of essure device location of device: intestine, abdomen\migrated essure device"), pregnancy with contraceptive device ("unintended pregnancy/pregnancy (with complications)"), genital haemorrhage ("bleeding") and cholecystectomy ("cholecystectomy") in a 32-year-old female patient who had essure (batch no. B34602) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gallstones, chronic arthritis and abortion. Concurrent conditions included abdominal pain, right lower quadrant pain, uterine enlargement, uterine fibroids, fatty liver, depression, sexual transmission of infection, right upper quadrant pain, adenomyosis and hormonal imbalance. Concomitant products included drospirenone;ethinylestradiol betadex clathrate (yaz), meloxicam since 2014, topiramate since 2014 and vitamin d nos (vitamin d) since 2016. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal,menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain upper ("stomach pain"). In (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("the pain was in myright side all around to my back") and abdominal pain lower ("cramping") and underwent cholecystectomy (seriousness criterion medically significant). The patient was treated with mecysteine hydrochloride (pectomate) and surgery (surgical removal of coils (B)(6) 2016 & hysterectomy with bilateral salpingooopherectomy (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, dysmenorrhoea, abdominal pain upper, back pain and abdominal pain lower had resolved, the device dislocation, pregnancy with contraceptive device, cholecystectomy and migraine outcome was unknown and the headache was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain lower, abdominal pain upper, back pain, cholecystectomy, device dislocation, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy date of insertion: (B)(6) 2013 date(s) of removal: (B)(6) 2016 (surgical removal of coils and (B)(6) 2016 (hysterectomy with bilateral salpingo-oophorectomy). ¿concerning the injuries reported in this case, the following one/ones were described in patients medical record: menorrhagia. Most recent follow-up information incorporated above includes: on 11-feb-2019: pfs received: reporters were added. Reporter's demographics were added. Lot no. Was added. Events- abnormal bleeding (vaginal, menorrhagia), migraines / headaches, migration of essure device location of device: intestine, abdomen,dysmenorrhea (cramping),stomach pain, back pain, genital bleeding were added. Concomitant drugs were added. Concomitant conditions were added. Lab test was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), device dislocation ('migration of essure device location of device: intestine, abdomen\migrated essure device'), pregnancy with contraceptive device ('unintended pregnancy/pregnancy (with complications)'), genital haemorrhage ('bleeding') and cholecystectomy ('cholecystectomy') in a 32-year-old female patient who had essure (batch no. B34602) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gallstones, chronic arthritis and abortion. Concurrent conditions included abdominal pain, right lower quadrant pain, uterine enlargement, uterine fibroids, fatty liver, depression, sexual transmission of infection, right upper quadrant pain, adenomyosis and hormonal imbalance. Concomitant products included drospirenone;ethinylestradiol betadex clathrate (yaz), meloxicam since 2014, topiramate since 2014 and vitamin d nos (vitamin d) since 2016. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal,menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain upper ("stomach pain"). In (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("the pain was in my right side all around to my back"), abdominal pain lower ("cramping") and ovarian cyst ("big cyst on ovaries"), underwent cholecystectomy (seriousness criterion medically significant) and was found to have uterine leiomyoma ("fibroids"). The patient was treated with mecysteine hydrochloride (pectomate) and surgery (surgical removal of coils (B)(6) 2016 & hysterectomy with bilateral salpingooophorectomy (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, dysmenorrhoea, abdominal pain upper, back pain and abdominal pain lower had resolved, the device dislocation, pregnancy with contraceptive device, cholecystectomy, migraine and ovarian cyst outcome was unknown and the headache was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain lower, abdominal pain upper, back pain, cholecystectomy, device dislocation, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, ovarian cyst, pelvic pain, pregnancy with contraceptive device, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy date of insertion: (B)(6) 2013. Date(s) of removal: (B)(6) 2016 (surgical removal of coils and (B)(6) 2016 (hysterectomy with bilateral salpingo-oophorectomy). The dr had to cut out a piece of my intestine to get the device that was suppose to close the right tube. ¿concerning the injuries reported in this case, the following one/ones were described in patients medical record: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-may-2019: plaintiff fact sheet received. Events per pfs: big cyst on ovaries and fibroids. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), device dislocation ('migration of essure device location of device: intestine, abdomen\migrated essure device/ failure to occlude (close) fallopian tube(s)/ the right migrated essure devices was located in the upper and mild pelvis'), pregnancy with contraceptive device ('unintended pregnancy/pregnancy (with complications)/ pregnancy (no complications)'), genital haemorrhage ('bleeding'), cholecystectomy ('cholecystectomy') and pelvic adhesions ('pelvic adhesion') in a 32-year-old female patient who had essure (batch no. B34602) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gallstones, chronic arthritis, abortion, gravida, parity 2 (15sep2003, 01jan2010), uterine enlargement, vaginal delivery (3) and therapeutic abortion. Concurrent conditions included abdominal pain, right lower quadrant pain, uterine enlargement, uterine fibroids, fatty liver, depression, sexual transmission of infection, right upper quadrant pain, adenomyosis, hormonal imbalance, pelvic adhesions, polycystic ovarian syndrome, ventral hernia, gangrene, bowel adhesions and pelvic congestion syndrome. Concomitant products included drospirenone;ethinylestradiol betadex clathrate (yaz), ethinylestradiol;ferrous fumarate;norethisterone acetate (lomedia 24 fe), hydrocodone, meloxicam since 2014, paroxetine hydrochloride (paxil), promethazine, sucralfate, topiramate since 2014 and vitamin d nos (vitamin d) since 2016. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches") and abdominal pain upper ("stomach pain"). In october 2013, the patient had essure inserted. In january 2014, the patient experienced abdominal pain ("abdominal pain"). In february 2014, the patient experienced menorrhagia ("abnormal bleeding (vaginal,menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and vulvovaginal mycotic infection ("vaginal infection/ yeast infection"). In march 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In december 2014, the patient was found to have uterine leiomyoma ("fibroids / uterine fibroids"). On (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("the pain was in myright side all around to my back"), abdominal pain lower ("cramping"), ovarian cyst ("big cyst on ovaries"), reproductive tract disorder ("reproductive system disorder or condition type of disorder or condition : symptomatic upper and mid pelvis") and pelvic adhesions (seriousness criterion medically significant) and underwent cholecystectomy (seriousness criterion medically significant). The patient was treated with mecysteine hydrochloride (pectomate) and surgery (surgical removal of coils 06-jan-2016 & hysterectomy with bilateral salpingooopherectomy 24-aug-2016 and operative laproscopy with lysis of pelvic adhesion.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, dysmenorrhoea, abdominal pain upper, back pain and abdominal pain lower had resolved, the device dislocation, pregnancy with contraceptive device, cholecystectomy, migraine, ovarian cyst, uterine leiomyoma, urinary tract infection, vulvovaginal mycotic infection, reproductive tract disorder, abdominal pain and pelvic adhesions outcome was unknown and the headache was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on 4-nov-2015. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, back pain, cholecystectomy, device dislocation, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, ovarian cyst, pelvic adhesions, pelvic pain, pregnancy with contraceptive device, reproductive tract disorder, urinary tract infection, uterine leiomyoma, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: discrepcentcy date of insertion: (B)(6) 2013 date(s) of removal: (B)(6) 2016 (surgical removal of coils and (B)(6) 2016 (hysterectomy with bilateral salpingo-oopherectomy). The dr had to cut out a piece of my intestine to get the device that was suppose to close the right tube she did not claim that essure worsened a previously existing injury/condition. She did not allege that essure caused birth defects diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in november 2013: sclerosis and closure of the left fallopian tube however, the right fallopian tube was noted to be patent; on 25-feb-2014: (as per pfs) result:unilateral occlusion (left tube occluded).the left tube had close but the right tube was still open a little. (As per mr) impression: status post essure procedure with free spillage of contrast through the right fallopian tube into the right adnexa. The left fallopian tube is occluded with no spillage of contrast on the left.. ¿concerning the injuries reported in this case, the following one/ones were described in patients medical record: menorrhagia, uterine fibroids, pelvic pain, cholecystectomy, migrated right essure device, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 29-may-2019: pfs and mr received - event ¿ infection (bladder/ urinary tract/vaginal) type: uti, symptomatic upper and mid pelvis, abdominal pain, vaginal infection/ yeast infection¿, new reporter information, product information, medical history were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), device dislocation ('migration of essure device location of device: intestine, abdomen\migrated essure device/ failure to occlude (close) fallopian tube(s)/ the right migrated essure devices was located in the upper and mild pelvis/right migrated essure device was lodged'), perforation ('migration & perforation'), cholecystectomy ('cholecystectomy') and pelvic adhesions ('pelvic adhesion') in a 32-year-old female patient who had essure (batch no. B34602) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gallstones, chronic arthritis, abortion, multigravida, parity 2 ((B)(6) 2003, (B)(6) 2010), uterine enlargement, vaginal delivery (3) and therapeutic abortion. Concurrent conditions included abdominal pain, right lower quadrant pain, uterine enlargement, uterine fibroids, fatty liver, depression, sexual transmission of infection, right upper quadrant pain, adenomyosis, hormonal imbalance, pelvic adhesions, polycystic ovarian syndrome, ventral hernia, gangrene, bowel adhesions and pelvic congestion syndrome. Concomitant products included drospirenone;ethinylestradiol betadex clathrate (yaz), ethinylestradiol;ferrous fumarate;norethisterone acetate (lomedia 24 fe), hydrocodone, meloxicam since 2014, paroxetine hydrochloride (paxil), promethazine, sucralfate, topiramate since 2014 and vitamin d nos (vitamin d) since 2016. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches") and abdominal pain upper ("stomach pain"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain"). In february 2014, the patient experienced menorrhagia ("abnormal bleeding (vaginal,menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and vulvovaginal mycotic infection ("vaginal infection/ yeast infection"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient was found to have uterine leiomyoma ("fibroids / uterine fibroids"). On (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device ("unintended pregnancy/pregnancy (with complications)/ pregnancy (no complications)"), 1 year 2 months after insertion of essure. In 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), back pain ("the pain was in myright side all around to my back"), abdominal pain lower ("cramping"), ovarian cyst ("big cyst on ovaries"), reproductive tract disorder ("reproductive system disorder or condition type of disorder or condition : symptomatic upper and mid pelvis") and pelvic adhesions (seriousness criterion medically significant) and underwent cholecystectomy (seriousness criterion medically significant). The patient was treated with mecysteine hydrochloride (pectomate) and surgery (surgical removal of coils (B)(6) 2016 & hysterectomy with bilateral salpingooopherectomy (B)(6) 2016 and operative laproscopy with lysis of pelvic adhesion.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, dysmenorrhoea, abdominal pain upper, back pain and abdominal pain lower had resolved, the device dislocation, perforation, pregnancy with contraceptive device, cholecystectomy, migraine, ovarian cyst, uterine leiomyoma, urinary tract infection, vulvovaginal mycotic infection, reproductive tract disorder, abdominal pain and pelvic adhesions outcome was unknown and the headache was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth of a healthy child. The vaginal delivery occurred on (B)(6) 2015. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, back pain, cholecystectomy, device dislocation, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, ovarian cyst, pelvic adhesions, pelvic pain, perforation, pregnancy with contraceptive device, reproductive tract disorder, urinary tract infection, uterine leiomyoma, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: discrepcentcy date of insertion: (B)(6) 2013 . Date(s) of removal: (B)(6) 2016 (surgical removal of coils and (B)(6) 2016 (hysterectomy with bilateral salpingo-oopherectomy). The dr had to cut out a piece of my intestine to get the device that was suppose to close the right tube. She did not claim that essure worsened a previously existing injury/condition. She did not allege that essure caused birth defects diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: sclerosis and closure of the left fallopian tube however, the right fallopian tube was noted to be patent; on (B)(6) 2014: (as per pfs) result:unilateral occlusion (left tube occluded).the left tube had close but the right tube was still open a little. (As per mr) impression: status post essure procedure with free spillage of contrast through the right fallopian tube into the right adnexa. The left fallopian tube is occluded with no spillage of contrast on the left.. Pregnancy test - on (B)(6) 2015: home pregnancy test positive.. ¿concerning the injuries reported in this case, the following one/ones were described in patients medical record: menorrhagia, uterine fibroids, pelvic pain, cholecystectomy, migrated right essure device, abdominal pain. Lot number: b34602, manufacture date: 2013-05, expiration date: 2016-05-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. Event "perforation" added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), device dislocation ('migration of essure device location of device: intestine, abdomen \ migrated essure device / failure to occlude (close) fallopian tube(s) / the right migrated essure devices was located in the upper and mild pelvis / right migrated essure device was lodged'), cholecystectomy ('cholecystectomy') and pelvic adhesions ('pelvic adhesion') in a 32-year-old female patient who had essure (batch no: b34602) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gallstones, chronic arthritis, abortion, multigravida, parity 2 (on (B)(6) 2003, on (B)(6) 2010), uterine enlargement, vaginal delivery (3) and therapeutic abortion. Concurrent conditions included abdominal pain, right lower quadrant pain, uterine enlargement, uterine fibroids, fatty liver, depression, sexual transmission of infection, right upper quadrant pain, adenomyosis, hormonal imbalance, pelvic adhesions, polycystic ovarian syndrome, ventral hernia, gangrene, bowel adhesions and pelvic congestion syndrome. Concomitant products included drospirenone; ethinylestradiol betadex clathrate (yaz), ethinylestradiol; ferrous fumarate; norethisterone acetate (lomedia 24 fe), hydrocodone, meloxicam since 2014, paroxetine hydrochloride (paxil), promethazine, sucralfate, topiramate since 2014 and vitamin d nos (vitamin d) since 2016. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches") and abdominal pain upper ("stomach pain"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2014, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection (bladder / urinary tract / vaginal) type: uti") and vulvovaginal mycotic infection ("vaginal infection / yeast infection"). On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, the patient was found to have uterine leiomyoma ("fibroids / uterine fibroids"). On (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device ("unintended pregnancy/ pregnancy (with complications) / pregnancy (no complications)"), 1 year 2 months after insertion of essure. In 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("bleeding"), back pain ("the pain was in my right side all around to my back"), abdominal pain lower ("cramping"), ovarian cyst ("big cyst on ovaries"), reproductive tract disorder ("reproductive system disorder or condition type of disorder or condition : symptomatic upper and mid pelvis") and pelvic adhesions (seriousness criterion medically significant) and underwent cholecystectomy (seriousness criterion medically significant). The patient was treated with mecysteine hydrochloride (pectomate) and surgery (surgical removal of coils on (B)(6) 2016 & hysterectomy with bilateral salpingooopherectomy on (B)(6) 2016 and operative laproscopy with lysis of pelvic adhesion.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, dysmenorrhoea, abdominal pain upper, back pain and abdominal pain lower had resolved, the device dislocation, pregnancy with contraceptive device, cholecystectomy, migraine, ovarian cyst, uterine leiomyoma, urinary tract infection, vulvovaginal mycotic infection, reproductive tract disorder, abdominal pain and pelvic adhesions outcome was unknown and the headache was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth of a healthy child. The vaginal delivery occurred on (B)(6) 2015. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, back pain, cholecystectomy, device dislocation, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, ovarian cyst, pelvic adhesions, pelvic pain, pregnancy with contraceptive device, reproductive tract disorder, urinary tract infection, uterine leiomyoma, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: discrepancy date of insertion: on (B)(6) 2013. Date(s) of removal: on (B)(6) 2016 (surgical removal of coils and on (B)(6) 2016 (hysterectomy with bilateral salpingo-oopherectomy). The dr had to cut out a piece of my intestine to get the device that was suppose to close the right tube. She did not claim that essure worsened a previously existing injury / condition. She did not allege that essure caused birth defects. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on november 2013: sclerosis and closure of the left fallopian tube however, the right fallopian tube was noted to be patent; on (B)(6) 2014: (as per pfs) result: unilateral occlusion (left tube occluded). The left tube had close but the right tube was still open a little. (As per mr): impression: status post essure procedure with free spillage of contrast through the right fallopian tube into the right adnexa. The left fallopian tube is occluded with no spillage of contrast on the left. Pregnancy test: on (B)(6) 2015: home pregnancy test positive. ¿concerning the injuries reported in this case, the following one / ones were described in patients medical record: menorrhagia, uterine fibroids, pelvic pain, cholecystectomy, migrated right essure device, abdominal pain. Lot number: b34602, manufacture date: 2013-05, expiration date: 2016-05-31. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: all information like reporters, events, lab data and referenced section from deletion case: (B)(4) was added to this case. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), device dislocation ('migration of essure device location of device: intestine, abdomen \ migrated essure device / failure to occlude (close) fallopian tube(s) / the right migrated essure devices was located in the upper and mild pelvis / right migrated essure device was lodged'), cholecystectomy ('cholecystectomy') and pelvic adhesions ('pelvic adhesion') in a 32-year-old female patient who had essure (batch no: b34602) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gallstones, chronic arthritis, abortion, multigravida, parity 2 (on (B)(6) 2003, on (B)(6) 2010), uterine enlargement, vaginal delivery (3) and therapeutic abortion. Concurrent conditions included abdominal pain, right lower quadrant pain, uterine enlargement, uterine fibroids, fatty liver, depression, sexual transmission of infection, right upper quadrant pain, adenomyosis, hormonal imbalance, pelvic adhesions, polycystic ovarian syndrome, ventral hernia, gangrene, bowel adhesions and pelvic congestion syndrome. Concomitant products included drospirenone; ethinylestradiol betadex clathrate (yaz), ethinylestradiol; ferrous fumarate; norethisterone acetate (lomedia 24 fe), hydrocodone, meloxicam since 2014, paroxetine hydrochloride (paxil), promethazine, sucralfate, topiramate since 2014 and vitamin d nos (vitamin d) since 2016. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches") and abdominal pain upper ("stomach pain"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2014, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection (bladder / urinary tract / vaginal) type: uti") and vulvovaginal mycotic infection ("vaginal infection / yeast infection"). On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, the patient was found to have uterine leiomyoma ("fibroids / uterine fibroids"). On (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device ("unintended pregnancy / pregnancy (with complications) / pregnancy (no complications)"), 1 year 2 months after insertion of essure. In 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("bleeding"), back pain ("the pain was in my right side all around to my back"), abdominal pain lower ("cramping"), ovarian cyst ("big cyst on ovaries"), reproductive tract disorder ("reproductive system disorder or condition type of disorder or condition : symptomatic upper and mid pelvis") and pelvic adhesions (seriousness criterion medically significant) and underwent cholecystectomy (seriousness criterion medically significant). The patient was treated with mecysteine hydrochloride (pectomate) and surgery (surgical removal of coils on (B)(6) 2016 & hysterectomy with bilateral salpingooopherectomy on (B)(6) 2016 and operative laproscopy with lysis of pelvic adhesion.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, dysmenorrhoea, abdominal pain upper, back pain and abdominal pain lower had resolved, the device dislocation, pregnancy with contraceptive device, cholecystectomy, migraine, ovarian cyst, uterine leiomyoma, urinary tract infection, vulvovaginal mycotic infection, reproductive tract disorder, abdominal pain and pelvic adhesions outcome was unknown and the headache was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth of a healthy child. The vaginal delivery occurred on (B)(6) 2015. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, back pain, cholecystectomy, device dislocation, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, ovarian cyst, pelvic adhesions, pelvic pain, pregnancy with contraceptive device, reproductive tract disorder, urinary tract infection, uterine leiomyoma, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: discrepcentcy date of insertion: on (B)(6) 2013. Date(s) of removal: on (B)(6) 2016 (surgical removal of coils and on (B)(6) 2016. (Hysterectomy with bilateral salpingo-oopherectomy). The dr had to cut out a piece of my intestine to get the device that was suppose to close the right tube. She did not claim that essure worsened a previously existing injury / condition. She did not allege that essure caused birth defects. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2013: sclerosis and closure of the left fallopian tube however, the right fallopian tube was noted to be patent; on (B)(6) 2014: (as per pfs) result:unilateral occlusion (left tube occluded). The left tube had close but the right tube was still open a little. (As per mr). Impression: status post essure procedure with free spillage of contrast through the right fallopian tube into the right adnexa. The left fallopian tube is occluded with no spillage of contrast on the left. Pregnancy test: on (B)(6) 2015: home pregnancy test positive. ¿concerning the injuries reported in this case, the following one/ones were described in patients medical record: menorrhagia, uterine fibroids, pelvic pain, cholecystectomy, migrated right essure device, abdominal pain. Lot number: b34602, manufacture date: 2013-05, expiration date: 2016-05-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-apr-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device dislocation ("migration of essure device location of device: intestine, abdomen\migrated essure device"), pregnancy with contraceptive device ("unintended pregnancy/pregnancy (with complications)"), genital haemorrhage ("bleeding") and cholecystectomy ("cholecystectomy") in a 32-year-old female patient who had essure (batch no. B34602) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gallstones, chronic arthritis and abortion. Concurrent conditions included abdominal pain, right lower quadrant pain, uterine enlargement, uterine fibroids, fatty liver, depression, sexual transmission of infection, right upper quadrant pain, adenomyosis and hormonal imbalance. Concomitant products included drospirenone;ethinylestradiol betadex clathrate (yaz), meloxicam since 2014, topiramate since 2014 and vitamin d nos (vitamin d) since 2016. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal,menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain upper ("stomach pain"). In (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("the pain was in myright side all around to my back") and abdominal pain lower ("cramping") and underwent cholecystectomy (seriousness criterion medically significant). The patient was treated with mecysteine hydrochloride (pectomate) and surgery (surgical removal of coils (B)(6) 2016 & hysterectomy with bilateral salpingooopherectomy (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, dysmenorrhoea, abdominal pain upper, back pain and abdominal pain lower had resolved, the device dislocation, pregnancy with contraceptive device, cholecystectomy and migraine outcome was unknown and the headache was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain lower, abdominal pain upper, back pain, cholecystectomy, device dislocation, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: discrepcentcy date of insertion: (B)(6) 2013. Date(s) of removal: (B)(6) 2016 (surgical removal of coils and (B)(6) 2016 (hysterectomy with bilateral salpingo-oopherectomy). ¿concerning the injuries reported in this case, the following one/ones were described in patients medical record: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-mar-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and pregnancy with contraceptive device ("unintended pregnancy") in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (to remove the essure implant). Essure was removed in 2016. At the time of the report, the pelvic pain and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was not reported. The reporter considered pelvic pain and pregnancy with contraceptive device to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.